Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the atrial lead exhibited noise causing auto mode switching episodes. Noise could be reproduced with isometrics. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.